Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that the display device showed a transmitter failed error on (B)(6)2019 . No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure.